Event description:
It was reported that one day post implant, the right ventricle (rv) lead was pacing inappropriately. Pacing threshold in bipolar showed 3v and there was no capture in unipolar. CT scan was performed and a cardiac perforation in the rv was suspected. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.